Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (669 mg/dl) with high ketones. The customer went to the emergency room and was admitted to the intensive care unit for diabetic ketoacidosis. The customer did not think that the pump was delivering the proper amount of insulin during a correction bolus. Although requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The contact performed a system check with tandem technical support on (B)(6) 2016. The contact performed the load sequence using a new cartridge an water. The pump delivered the water with no issues.